Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the site and made slight mechanical adjustments to the sample and reagent probe positions and performed probe cleaning even though there was no evidence of contamination. The temperature of the probe, detector and cooler were verified and within specifications. Quality controls (qc) were run and recovered within specifications, and a prothrombin time (pt) precision run was performed which successfully passed. No system abnormalities were observed. Siemens headquarters further investigated the issue. Qc recovered in range at the time of the event for both sysmex ca-660 systems. The customer stored the samples at 2 to 8 °c for three days before retesting the samples. As per the instructions for use (IFU) for thromborel s regarding sample collection and preparation, "store in an unopened tube at room temperature. Do not store on ice or at 2 to 8 °c as cold activation of f vii may alter results." Therefore the higher inr recoveries between the 15th and 18th april results are potentially related to the wrong storage conditions. A sample mix up or a pre-activation or blood drawing issue (such as not mixing correctly with the anticoagulant) cannot be ruled out as a cause of the initial falsely low inr results. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low prothrombin time international normalized ratio (inr) result was obtained on a patient sample on a sysmex ca-660 system (serial number: (B)(4)) using thromborel s reagent. The discordant result was reported to the physician(s) and was questioned. The following day, a new sample from the same patient was run for inr at an alternate lab, recovering higher. This result was reported, as the correct result, to the physician(s). Two days later, the initial sample from the patient was repeated for inr on the customer's alternate sysmex ca-660 system (serial number: (B)(4)) using thromborel s reagent, also recovering higher. This triggered a lookback and it was found that discordant, falsely low inr results were obtained on three additional patient samples that were run three days prior on the lab's sysmex ca-660 system (serial number: (B)(4)) using thromborel s reagent. The same three patient samples were repeated for inr on sysmex ca-660 system (serial number: (B)(4)) using thromborel s reagent, all recovering higher. All of the repeat inr results were considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low prothrombin time international normalized ratio (inr) results.